Manufacturer narrative:
Follow-up #1: date of submission 03/29/2017 device evaluation: the device has been returned and evaluated by product analysis on 03/09/2017 with the following findings: the black box showed evidence of a partially discharged battery being installed on (B)(6) 2017 at 16:11; resulting in low battery warning. The pump current draws measured within specifications. A "battery life" issue was not duplicated during investigation. There was no moisture or corrosion found in the battery compartment and no damage to the returned battery cap. The pump cover was removed and there was no evidence of moisture or loose components inside. Unrelated to the original complaint, the audio bolus button cover was torn, but the button was still operable. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life) issue. It was reported that the battery life was less than expected. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.